Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead product ID 977a260, serial# (B)(6), product type: lead. Product ID 97791, serial # unknown, product type: accessory. Product ID 97791, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they got their original implant in (B)(6) 2015 and it helped with their migraines for five years. After that, the migraines came back and at the 8 year point the battery was very weak. Pt got their battery replaced in 2023, but the rep was never able to adjust the leads to give them any relief. The pulse could not be move out from under the lower part of the occipital ridge. Pt report on (B)(6) 2024 they got the leads repositioned and the battery was moved to their mid-lower right hind side of their back. Pt reported the device is now back to working as it did and they were migraine free.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), product type: lead, product ID: 977a260, serial#: (B)(6), product type: lead, product ID: 97791, product type: accessory, product ID: 97791, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-feb-2019, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(6), ubd: 11-feb-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient who was implanted with an implantable neurostimulator (ins). Pt with occipital nerve stimulators placed for occipital neuralgia. Which initially proved effective, but have since waned in efficacy. Additionally, pt has a right axillary ipg, which is mobile and painful. Pts occipital leads had high impedances, indicating need to revise/replace the electrodes. The flank incision was opened sharply and a new pocket was made on top of the fascia for placement of the ipg. Touchy needles were passed, aiming at the mastoid. The new occipital leads were passed through. The left lead was noted, to overshoot the needle and was pulled back. Fluoro was taken to confirm, occipital lead placement and the left lead was noted, to have advanced. It was then noted, that the lead had traveled percutaneously and was no longer subcutaneous.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead. Product ID 977a260 serial# (B)(6) product type lead. Product ID 97791 serial# unknown product type accessory. Product ID 97791 serial# unknown product type accessory. Pli 10 analysis of lead 977a260 (B)(6) found conductor 1-4 and 7 were broken. Conductor 7 was broke 5.4 cm from the distal end. Conductor 1 was broke 2.5 cm from the distal end. Conductor 2 was broke 1.8 cm from the distal end. Conductor 3 was broke 2.8 cm from the distal end. Conductor 4 was broke 3.3 cm from the distal end. Pli 20 analysis of lead 977a260 (B)(6) found conductor 3 was broke 1.4 cm from the proximal end. Lead 977a260 (B)(6) evaluation method code b21 no longer applicable evaluation conclusion code d16 no longer applicable. Evaluation results code c21 no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.